Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 50mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that a pump refill was attempted in the clinic which was unsuccessful, could not find the septum. The environmental, external or patient factors that may have led or contributed to the issue was noted as obesity. The diagnostics included flouro showed the pump flipped. The patient was brought to the or (operating room) to have flouro and a possible pocket revision. The pump was found to be flipped. The pump was manually turned back over by the physician and the pump was refilled. No surgical intervention was performed or planned. There were no patient symptoms reported. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.